Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and reported that batteries were fully charged when arrived on site. No electrical faults logged in error logs. Discharged a battery enough to verify charging. Not able to duplicate complaint. In addition, the stm checked the power activity log indicating 3 power on cycles with no power off cycles in between. The stm replaced power management board as a precautionary measure. Replaced executive processor board as it relates to error 53 (dc proxy overrun detected) in fault log. During inspection noticed missing fiber optic door on top enclosure panel (complaint# (B)(4) placed order for part. Allowed system to run on biomed dept. Trainer and test balloon with no errors logged. Replaced top enclosure panel with labels. Consumed pm schedule b screw kit. Device passed all functional and safety tests according to factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut off two times. There was no harm or injury to the patient and no adverse event was reported.